Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both leads had high impedances on both leads. X-rays confirmed that the l1 lead migrated. It was noted that patient experienced ineffective therapy on the t12 lead. Surgical intervention was undertaken wherein both leads were explanted and replaced to address these issues. Effective therapy was restored post-op.